Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2017-01617. Follow up information identified the patient underwent lead replacement. Postoperatively, effective stimulation was restored.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2017-01617. It was reported the patient fell and then experienced ineffective stimulation. X-rays confirmed both leads had migrated slightly. Physician prescribed a steroid taper which only partially resolved the issue as patient continued to lack effective stimulation on the patient¿s left side. Patient may be awaiting a lead revision.